Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 65 & arteriotomy locator - 9. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device audible and tactile snap fit of dilator into the sheath, but when forward pressure was applied the dilator still backed out of the sheath. There was no adverse event with the patient. The estimated blood loss was less than 250 cc. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 30 oct 2023: hemostasis was achieved by manual compression. The devices were opened with the intent to be used on different patients. Additional information was received on 13 nov 2023: the sample is not infectious, and the patient is in stable condition. The sheath size that was used was 6 french. There were no concomitant products used for hemostasis after the heart cath procedure, manual pressure was used for hemostasis. As for the connection questions there was no difficulty inserting the locator into the hub. They were able to succeed in mating the locator into the hub with an audible and tactile click. The user only had to try once to mate the locator and the hub. The locator did separate after the snap-fit connection and the connection was secure. The locator backed out with minimal effort before inserting into the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab coordinator. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.